Manufacturer narrative:
The insulin pump was received with no audio or beep and failed tone test during self test due to an open component at the printed circuit board. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not have any audio tone nor beep. Customer does not recall any significant events leading to the error. Customer's blood glucose was 158 mg/dl at the time of incident. Troubleshooting was done for pump sounds and was found that the pump was turned to the loudest volume but it was unable to make sound, tone or beep. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.